Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing revealed no indication of conductor fractures or internal shorts. Visual inspection of the lead noted the helix partially extended and bent/stretched which is consistent with damage occurring at the time of implant. The helix extension/retraction test was unable to be performed due to the damaged helix. X-ray examination found that the connector region was normal.

Event description:
Prior to the procedure and during attempted implant, the helix extended despite no rotations having been applied. Another lead was used to complete the procedure. The patient was stable.